Event description:
It was reported to medtronic neurosurgery that the valve was initially programmed to pressure level setting 1.0. On (B)(6) 2013, the pt had an MRI scan, and a post scan pressure verification was not performed. After a few days the pt did not feel well and returned to the physician. The physician found that the pressure level setting of the valve was 2.0. It was also reported that the pt is in good condition.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the pt. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as a lot number was not provided. The instructions for use that accompanies the device states that the performance level setting can change during an MRI and the settings should always be checked before and after MRI exposure. All values are 100% tested at the same time of manufacture.